Event description:
Additional information was obtained. A revision procedure was performed. This lead was surgically abandoned and replaced. The device was also replaced to avoid a further procedure. There was no allegation against the device. Post procedure, all measurements were acceptable and successful dft testing was performed. No adverse patient effects were reported as a result.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and there will be no return of product. Should additional information become available, an amended report will be prepared.

Event description:
Boston scientific received information that the patient with this right ventricular lead received five inappropriate shocks and presented to the emergency room for device interrogation. Valsalva maneuvers on the pocket reproduced noise. In addition, high out of range impedance measurements were displayed. Lead fracture was suspected. The patient remains hospitalized and monitored until an intended revision procedure. No adverse patient effects were reported.